Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of toxic poisoning in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unk date, the pt began using fixodent. On (B)(6) 2008, the pt experienced "toxicity poisoning". Super poligrip was not mentioned specifically as a product used, but glaxosmithkline was named as a defendant in the case. According to the claim, the "defendants" defect product was the direct and proximate case of the injury." At the time of reporting, the outcome of the event was unk. Medical records received 8/31/2012: on (B)(6) 2008, the pt was hospitalized from a nursing home with progressive weakness and paralysis was everywhere but the right arm, and though she had good shoulder and upper arm movement, her wrist was flaccid. The pt was found to have copper deficiency and was started on IV copper for five days followed by oral copper 2 mg daily. She was treated with physical and occupational therapy with improvement and was discharged on (B)(6) 2008 back to the nursing home. Discharge diagnoses included flaccid paralysis with generalized quadriparesis. At discharge, the pt needed total assistance with sliding board and sitting to supine position. This case was now considered medically serious by gsk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00079. Super poligrip is mfg in (B)(4), and neither the product nor the lot number for this product was available. (B)(4).